Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review revealed the ultrasonic sensor was replaced during the last service of the device. All processes were completed and the device passed all testing prior to return to the customer. The service history review does not indicate any issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line. A review of the event history log identified air in line alarms but they were not reproduced during evaluation. The cause was determined to be the ultrasonic sensor out of specification and unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line. There was no patient involvement. No additional information is available.